Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failures related to white foreign material is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's air/water cylinder and air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Upon review of complaint record, it was noted field g3 was inadvertently marked as 01/27/2026 instead of 02/02/2026.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's air/water cylinder and air/water tube had foreign objects. There was no patient involvement.